Event description:
It was reported the pt's device has been turning off for the last yr. Device was confirmed off per pt programmer. Add'l info was requested. See MFR report # 3004209178201006408.

Manufacturer narrative:
(B)(4).